Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06062. It was reported the pt experienced a change in his stimulation. It was determined the leads had migrated. The pt's leads were revised and replaced. The physician also replaced the pt's ipg during the lead revision (reference MFR report: 1627487-2014-06060). The pt is now receiving effective stimulation.